Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to the baseplate failed.

Manufacturer narrative:
See d4 expiration date, h4 and h11 complaint has been evaluated and is similar to: 1644408-2021-00915; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.